Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was hospitalized after a "code blue" on (B)(6) 2025. The patient was unresponsive, bradycardic and hypoxic. The patient reportedly had low flow alarms at the time of the event, around 9-10 pm. Upon interrogation only power disconnected was seen, low flow alarms were more at 3:30 am on (B)(6) 2025. Log files were submitted for review and captured low flow hazard events between 9:40 pm and 4:02 am on 24jan2025. No other unusual events were captured. Return of spontaneous circulation (rosc) was achieved and low flow resolved. The patient was transferred out of the intensive care unit (ICU) to the floor.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, review of the submitted log file confirmed low flow events, which reportedly resolved with treatment of the patient's condition. The submitted log file captured multiple low flow hazard events on 24jan2025 and 25jan2025. According to the account, the low flows resolved with treatment of the patient's condition. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the fixed speed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate ii lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. The patient handbook instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.